Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced fluctuating blood glucose with nocturnal low sensor readings followed by hyperglycemia up to 271 mg/dl, while using ilet with a dexcom cgm; the caregiver performed a fingerstick of 96 mg/dl during the suspected low, calibrated the cgm, noted a small oral intake (bite of a protein bar), and observed subsequent glucose rise and then downward trend, indicating the system was adjusting as intended. Symptoms included hyperglycemia without acute clinical effects. Outcomes included no medical intervention, no hospitalization, and caregiver monitoring at home. Investigation included customer interview, device use review, and assessment of cgm calibration and trend data. Investigation of this case revealed no device malfunction observed and glucose trends consistent with physiological response and system automation after calibration and oral intake. It was concluded that the event was hyperglycemia of unclear cause with no device failure identified and that user support and education on cgm calibration and carbohydrate intake were provided. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.